Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) every time the user pressed 'run'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.